Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra/optium meter. Readings of 14, 5.4, 25.5 and 7.8 mmol/l were obtained on the customer's meter within a ten minute timeframe. Each of the readings were plotted against the average on a parkes error grid. The results fell in the 'a', 'b' and 'c' zones. The 'c' zone result is considered clinically significant. The customer experienced symptoms of sweating, and feeling light headed.. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The product has been returned and upon investigation, the complaint could not be reproduced. However, valid blood glucose test results obtained from the same adc meter, performed in accordance to instructions for use and taken within ten minutes which when plotted on a parkes error grid or leroux neonatal grid, using the mean of the sequential values as a reference, fall into the c zone are considered clinically significant.